Event description:
It was reported to the manufacturer, by the end user, per the end user, that customer alleges per the below agiliti has received notification that joerns/stryker bari 10a bed frames and scales zsi 0293 ((B)(4)), zsj 0147 ((B)(4)), zsi 0662 ((B)(4)), zsi 0400 ((B)(4)), and zsj 0698 (none) were reported to have been involved in an equipment incident in november of 2016. No patient injury has been reported, however we will let you know if that changes. This is just a fyi, and nothing further is needed. Complaint (B)(4) was entered into our system.